Event description:
During a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), it was reported that a 6mmx4cm 135 powerflex pro balloon was delivered and inflated at the lesion, but it ruptured at its initial dilatation. Therefore, it was removed from the patient and another new balloon was used instead to successfully complete the procedure. There was no patient injury reported. The product was clinically used and will be returned for inspection. The lesion was the superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%. After the lesion was crossed with a guidewire, the powerflex pro pta catheter was delivered and inflated at the lesion. However, it ruptured during its initial dilatation.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), it was reported that a 6mmx4cm 135cm powerflex pro balloon catheter (bc) was delivered and inflated at the lesion, but it ruptured at its initial dilatation. There was no patient injury reported. It was removed from the patient and another new balloon was used instead to successfully complete the procedure. The lesion was the superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%. After the lesion was crossed with a guidewire, the powerflex pro pta balloon catheter was delivered and inflated at the lesion. However, it ruptured during its initial dilatation. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. There was no difficulty advancing the guide wire and device to the target lesion. The balloon burst. The shaft did not burst. It is unknown how many times the device was inserted into the patient and how many times it was inflated. There were no kinks noted on the device, prior to, during, or after use. Force was not required when using the device. The device was easily removed intact from the patient. A new powerflex pro was used to successfully complete the case. The product was returned for inspection. One non sterile catheter powerflex pro 6mmx4cm 135cm bc was returned. The balloon was received deflated and appears to have been inflated. No other anomalies were observed. A leak test could not be performed since leakage was observed in the balloon due to a burst condition. Sem analysis revealed evidence of scratch marks on the external surface that could be related to the balloon burst. The internal surface and marker bands did not present any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 15844693 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 100% ) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The initial reporter information is currently unknown.

Manufacturer narrative:
Additional information was provided by the affiliate. There were no anomalies noted during prep of the device. There was no damage noted to the box, pouch, hoop, or balloon sleeve. There was no difficulty removing the balloon sleeve. There was no difficulty advancing the guide wire and device to the target lesion. The balloon burst. The shaft did not burst. It is unknown how many times the device was inserted into the patient and how many times it was inflated. There were no kinks noted on the device, prior to, during, or after use. Force was not required when using the device. The device was easily removed intact from the patient. A new powerflex pro was used to successfully complete the case. The complaint device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.